Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic urologic lithotripsy, the laser shut down during a case. There were no reports of patient harm, and the procedure was completed using a backup device.